Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was monitored. All operating currents tested within specification range. No blank display anomaly noted. However battery tube connector was not plugged into interface board properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer removed and reinserted the battery but the anomaly persisted. The customer was using industrial batteries. The customer's blood glucose was 16.1 mmol/l. Nothing further was reported.